Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was most likely due to two consecutive eventqueueoverflow occurring within 32 seconds, which resulted the device to enter the backup mode. The device was tested on the bench. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The monthly battery measurement trend was reviewed and no anomalies were found. The cause of the eventqueueoverflow was determined to be the integrated circuit (ic) in radio frequency (rf) module.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a generator replacement procedure due to normal battery depletion. Prior to procedure, it was noted that the device was in backup mode with active high voltage (hv) therapy. The device was restored and the hv therapy was turned off. Then, the device was explanted and replaced. The patient was in stable condition.